Event description:
The patient had an MRI. A motor stall occurred; the tube set message was recorded in the logs in 2008. The motor stall showed recovery two months later, after the pump was interrogated. The patient had not come back to the office after the MRI to have the pump status checked. There were no audible alarms and clinically the patient was doing well.

Manufacturer narrative:
This device is included in the medical device safety alert, important information on potential MRI effects physician communication (2008).